Event description:
Event description guidant received information that this transvenous defibrillation lead was repositioned one day post-implant due to increased thresholds and poor sensing. The lead's position had moved slightly since implant. Therapy was not adversely effected.